Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on the patient's left hip joint via tha on (B)(6) 2008 by using s-rom, mom. It was confirmed that the patient's blood ion concentration had been increased 10 years after the primary surgery. Thus, the revision surgery was performed on (B)(6) 2019 by replacing the stem (p/n: (B)(6)), the head (p/n: (B)(6)), the liner (p/n: (B)(6)). The surgery was completed without a surgical delay. There was a vestige that seemed to be a load on the neck and inner head taper part of the s-rom stem, and it had been discolored in dull black. No pseudotumor or damage to muscles and soft tissues due to metallosis was observed. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.